Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported¿ several patients have had problems with urination because the suture does not dissolve completely within six weeks¿ please specify the number of patients that were involved in the radical prostatectomy and provide the complaint number for each patient. Any medical treatment provided? If yes, please provide medicine name, strength and dose was any surgical intervention performed specially re-suturing? Explain was dehiscence noted? Lot number. Initial procedure date. Event date.

Event description:
It was reported that a patient underwent an radical prostatectomy on an unknown date and suture was used. The surgeon used the suture to anastomose the bladder and the urethra. The patient had problems with urination because the suture did not dissolve completely within six weeks. Additional information was requested.